Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire straight/forward-firing at 80,584 joules of use. The procedure was completed using a second fiber. Patient outcome: "ok, no harm to the patient."

Manufacturer narrative:
(B)(4).